Event description:
It was reported to technical services on v 2012 that this patient showed up to the ER with dizziness, syncope and loss of capture. Supine to sitting, pocket manipulation, noise on the rv lead, loss of capture. Pt is dependent. Took pt back to the or, checked rv lead with psa, normal numbers. Hooked a new can, same intermittent oversensing and loss of capture. Not the can, it was found to be an issue with the biotronik lead. Can to be sent back. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)